Manufacturer narrative:
RMA 859720218 has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 2 years 5 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Consumer alleges when using the joystick there was a burnt smell. She was using the chair outside in the rain. She could not get the chair to shut off then it stopped raining. Dealer is having joystick come back before reordering for the consumer to make sure they get credit. No injury is alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 2 years, 5 months old. The user manual part number 1143190 rev g (jan-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. (B)(4) - the joystick visual inspection results: joystick was in poor condition, knob was missing, a foreign brown substance was on the cable and the case. The joystick case was scratched, dirty, and the paint was blistered and chipped, it also showed evidence of corrosion and oxidation. The buttons, switches, remote on/off and mono port 1/2 phono jacks had dirt and debris on them. The remote on/off and mono port 1/2 phono jacks had evidence of corrosion. The inside of the joystick along with the sd card slot had evidence of moisture ingress. The on/off phone jack had evidence of corrosion internally. Functional inspection results: the joystick was connected to a known good joystick cable, controller, set of motors, and batteries. The joystick was powered on and the display read "ram test failed". The joystick would not operate. The following warning is in the user manual on page 26 under section 2 safety: warning: avoid storing or using the wheelchair near open flame or combustible products. Serious injury or damage to property may result. Invacare has tested its power wheelchairs in accordance with (B)(4). This provides the end user or his/her attendant sufficient time to remove his/her power wheelchair from a rain storm and retain wheelchair operation. Do not leave power wheelchair in a rain storm of any kind. Do not use power wheelchair in a shower. Do not leave power wheelchair in a damp area for any length of time. Direct exposure to rain or dampness will cause the wheelchair to malfunction electrically and mechanically; may cause the wheelchair to prematurely rust or may damage the upholstery. Check to ensure that the battery covers are secured in place, joystick boot is not torn or cracked where water can enter and that all electrical connections are secure at all times. Do not use if the joystick boot is torn or cracked. If the joystick boot becomes torn or cracked, replace immediately.

Event description:
Consumer alleges when using the joystick, there was a burnt smell. She was using the chair outside in the rain. She could not get the chair to shut off then it stopped raining. Dealer is having joystick come back before reordering for the consumer to make sure they get credit. No injury is alleged.